Manufacturer narrative:
Results: the 5max ace was fractured under the strain relief approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured. This type of damage typically occurs due to improper handling during preparation or use. If the 5max ace is manipulated forcefully at an angle during removal from the packaging or insertion into a catheter, damage such as this may occur. These devices are 100% visually inspected for damage during in-process. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace) and a neuron max delivery catheter (neuron max). Before advancing the 5max ace through the neuron max, the physician noticed that the 5max ace was kinked and was not used. The procedure successfully continued using a new 5max ace.